Manufacturer narrative:
Submit date: 3/24/2017 - an investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that piston tip tilts, graduations non aligned which makes reading difficult. Piston are hard to mobilize, which increases risk of contamination.

Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. A review of the device history record could not be conducted because a lot number was not provided. The reported condition could not be confirmed due to sample was not returned from the customer. The manufacturing process was reviewed and reveals that product was manufactured in accordance whit the specifications required under official documents and general inspection standards. The non-conformance record (ncr) history was reviewed for this reported condition and no reports for similar issue were found. There are no formal investigation action s being taken to address this condition as it was not confirmed. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.